Event description:
It was reported that there was damage to a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. The damaged charging supplies were replaced by cts via 2-day shipping.